Manufacturer narrative:
Approximate age of device - 1 month and 24 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. The manufacturer¿s technical service representative reviewed the submitted log file and observed a no external power event on (B)(6) 2018. This is likely to have been caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. Additional information was requested but not provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the mobile power unit remains in clinical use and the patient continues on vad support. Review of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for these occurrences and a direct correlation to the device could not be conclusively determined. No further related issues have been reported to-date. A review of the device history records could not be performed as the serial number of the mobile power unit was not available. Multiple requests for information were sent to the customer, however, no additional information was received. No further information is available. The manufacturer is closing the file on this event.